Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer had rotated the cartridge, infusion set tubing and site multiple times. The occlusion alarms reoccurred. The customer's blood glucose (bg) level was over 400 mg/dl and insulin injections were administered to address the bg level. The customer was to use insulin injections to manage diabetes.